Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned with six bands attached, some of them were moved from their position and overlapped. The suture was in good condition with seven knots. Additionally, the handle did not have marks of trip wire being secured. The ligator head was observed under magnification, and the ligator head teeth were bent/damaged, and one band was broken. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was determined that some of bands in the ligator head were moved and overlapped, one band was damaged, the ligator head teeth were damaged/bent, and the trip wire was not secured. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have caused affected the overall performance of the device, causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands. This could have resulted in an improper deployment of the bands, making them overlap, causing more tension on the device and resulting in bending/damaging of the teeth, and damaging/breaking the band as observed. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6)2023. During the procedure, the bands stayed in the ligator head and did not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During the procedure, the bands stayed in the ligator head and did not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.